Event description:
On (B)(6) 2011, leica microsystems received a complaint from the (B)(6) hospital that after processing both large and small tissue specimens together, some tissue samples were very dry and difficult to cut. Two patients will require rebiopsy because the specimens could not be diagnosed.